Event description:
Due to malfunction the mwa equipment, rfa equipment substituted. Ablation not successful due to failure to reach 105 degrees ablation temp. Attempted to reach ablation temp by increasing power (per instruction). Still failed to reach temp. Repositioned/restarted ablation with poor heating results. Ablation stopped. Burn noted on skin and internal abdominal wall.